Event description:
The patient reported that the implantable cardioverter defibrillator (ICD)&#847;ved sideways a few inches while lying down. The patient pushed the device back into position and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.